Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: g4: please note that the date received by manufacturer (g4) was inadvertently reported as december 24, 2019 in initial medwatch report. The correct date is december 23, 2019. Device evaluation: the actual device was returned for evaluation. The small battery drive device was evaluated and it was determined that the device moving parts did not move smoothly - trigger. Therefore, the assignable root cause that the device did not energize sometimes was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: small battery drive device, small battery drive casing devices, battery devices ((B)(6) 2019). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that two small battery drive devices would not energize even when the battery devices were changed. It was reported that the power would turn on and off even when the battery devices were changed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.